Event description:
Home patient (hp) reported approximately two months ago hp received a "reload set" message on the display of their homechoice (hc) machine during the prime cycle prior to their automated peritoneal dialysis (apd) treatment. In attempting to reload the set hp noticed that the cassette of their hc set had a "slight leak" in it. Hp ended their treatment early and setup with new supplies. During the prime cycle prior to the second attempt at performing their apd therapy hp noted a leak in the drain line of the hc set. Hp ended their treatment early and setup with new supplies. Their 3rd attempt at dialyzing was successful. No patient injury or medical intervention was associated with these incidents, per hp.